Event description:
It was reported that during a replacement surgery due to low battery, high impedance was detected via system and normal mode diagnostics. The suspect device was not explanted. No further relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Reportedly, the high impedance was detected during a follow-up appointment and not during a planned replacement surgery. No relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem , corrected data: it was inadvertently not reported on supplemental MDR 1 that the patient reported not feeling stimulation.

Event description:
It was reported that the patient wasn't feeling stimulation. No further relevant information has been received to date. .no known surgical intervention has occurred to date.